Manufacturer narrative:
Follow-up # 1 ¿ (04/14/2015). The patient¿s meter has been returned on 3/19/2015 and evaluated by lifescan product analysis on 3/30/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. During testing, a secondary issue was observed. The test strips failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra link meter gave an error 2 message(s). The complaint was classified based on the customer care advocate (cca) documentation the patient reported the issue began on (B)(6) 2015 between 10 and 11pm. The patient manages their diabetes with insulin pump. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of ¿stomach pains¿ 20-30 minutes after the product issue occurred. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did they receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.